Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device lost the tissue pad outside from patient. No further information were provided. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Tissue pad showed normal wear and is properly attached to the clamp arm. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.